Manufacturer narrative:
The manufacture is making a correction to the previous report. The complete manufacturing and material records review for the component, pertained only to the nitinol component of the device. In order to provide exhaustive testing the manufacturing and material records for the perceval heart valve, model#: icv1208 , s/n#: (B)(4), as they pertain to the reported event, were retrieved and reviewed by quality engineering at livanova canada corp. The results confirmed that this valve satisfied all material, visual, and performance standards required for a (model#: icv1208) perceval heart valve at the time of manufacture and release. This review of the non-nitinol components of the device confirmed the previous results and no valve issues were identified. Based on this information this investigation does not alter the previous reported results or conclusion.

Manufacturer narrative:
The device in question was received by the manufacturer on august 24, 2018. A complete manufacturing and material records review for the component has been performed. The results confirmed that the component satisfied all material, visual and performance standards required at the time of manufacture and release. A gross inspection was performed on the returned device. The returned prosthesis valve appeared in general good conditions. A visual inspection was performed on the returned device to check for any defects. The visual inspection performed on the returned prosthesis confirmed the absence of manufacturing defects. A dimensional verification was performed on the returned device to verify device specifications. The dimensional verification confirmed that the returned pvs 21/s valve meets the specifications. A deployment simulation was performed to check for any paravalvular leakage in the device. The deployment simulation performed on the returned valve did not highlight evidence of paravalvular leaks. Based on the performed analysis, the reported event cannot be explained by any factor intrinsic in the involved device, and the possible root cause can be reasonably related to an over-sizing and/or peculiar annulus geometry.

Event description:
On (B)(6) 2018 a patient received a perceval pvs21 implant. The patient was echographically evaluated with an annulus 17mm but during the sizing with the perceval sizers, the sizer small (white obturator) did pass with friction. It was decided to implant the perceval small. After declamping, the valve showed immediately on echo a large paravalvular leak at the level of the ncc. The patient was reviewed via ecc and they saw that the valve annulus was lower at the level of the ncc. They replaced the valve with a trifecta 19mm in the supra-annular position. The total added cross-clamp time was +/_ 85 minutes.